Manufacturer narrative:
Concomitant medical products: product ID: 459888, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three and a half months post implant the device pocket was revised as the medial edge of the wound remained sutured but unhealed and the suture site did not close. It was further reported that days after the pocket revision, the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: 7741 lead, implanted: (B)(6) 2019; 459888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.